Event description:
Patient's vent circuit developed crack in the "y".prior to discovery, patient's vent settings increased. Blood gases: 7.30/65/32/ vbg (venous blood gas).respiratory supervisor called, and at bedside. Replaced "y" and vent passed safety check.manufacturer evaluated device. Cracks were confirmed. Device was produced according to procedure. Root cause not yet determined. Internal investigation initiated. Material change is being studied.